Event description:
Imprecise total human chorionic gonadotropin (total hcg) results were obtained on two patient samples on an advia centaur cp instrument when the customer was running patient samples in replicates. The results were not reported to the physician(s). One sample, identified as m3949908, was sent to an alternate lab and run on a non-siemens' instrument. The repeat result from non-siemens' instrument was reported as the correct result, to the physician(s). The customer indicated that the result of 5 miu/ml was reported, as correct, for the sample identified as n9840941. There are no known reports of patient intervention or adverse health consequences due to the imprecise total hcg results.

Manufacturer narrative:
A united states (us) customer called the siemens customer care center (ccc) to report imprecise total human chorionic gonadotropin (total hcg) results that were generated on an advia centaur cp instrument when there were quality control (qc) precision issues. A siemens customer service engineer (cse) was dispatched to the customer site. During the visit, the cse noticed air in the water line, found the y connector loose, and multiple small leaks on water line allowing air into the system. The cse corrected all air leaks by replacing all y connectors and fittings and trimming water tubing. Then, the cse primed the system several times and noticed that the water pump for the reagent probe was allowing flowback to the main line. The cse replaced the pump, primed the system, and no further air bubbles were found. After the customer put new lots of acid and base on the system and performed daily maintenance and all calibrations, the cse found one of the wash blocks leaking. Therefore, the cse replaced both wash blocks, primed the system, and completed an incubation ring empty and fill. The customer performed monthly cleaning, a precision study and qc, which were all acceptable. The cause of the imprecise total hcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00172 on 16-jun-2022. Additional information (01-jul-2022): siemens further investigated this issue and concluded that the probable cause of the imprecise results was due to the malfunction of various parts including fittings, the water pump, and wash block, which led to leaks on the system. The issue was resolved with replacement of those parts. The investigation conclusion code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.